Event description:
According to the information received, the valve was explanted due to severe paravalvular leak and was replaced with a sjm standard valve. A coronary artery bypass procedure was also performed at this time.